Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra meter has an apply sample issue. On (B)(6) 2010, this medical surveillance specialist contacted the patient clarify information obtained during the initial phone call. However, the patient provided limited information as she could not recall the incident. The patient's diabetes is managed with "1 shot of insulin in the morning and 1 shot of insulin at night." The apply sample issue began on (B)(6) 2010. It is not clear how the patient managed her diabetes after the product issue began. On (B)(6) 2010 while on the phone with the customer care advocate, the patient reportedly developed symptom of "shaky." There was no allegation of medical intervention for severe hypoglycemia or hyperglycemia at the time of concern. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the apply sample was not resolved as the patient was unable to continue with the troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that she had symptom that can be associated with hypoglycemia after the product issue began.